Event description:
Customer reported feeling "sluggish" and unwell with result of 134 mg/dl obtained on the advantage system. Customer reported skipping her morning medications and had not eaten. Customer's symptoms did not improve, and she became incoherent one hour later. Paramedics were called, and customer tested 34 mg/dl on professional device. Customer was treated with an IV (contents unknown), and admitted to the hospital for 3 days. Requested return of suspect device, and replacement was sent.